Event description:
It was reported the device was used during an exploratory laparoscopy / ectopic pregnancy. It was reported when the device was used and attempted to fire, it would not cut or staple. It was reloaded three times but would not cut or staple. A new device was opened to complete the case. There was no consequence to the pt.